Manufacturer narrative:
Sunrise medical customer service recommended to the end user that she contact the dealer to make adjustments to the footplates. Regulatory contacted dealer (B)(6) on 1/7/20 to follow up on this issue. Per (B)(6) at (B)(6) home care, the issue has been resolved. It was a matter of simply making adjustments to the footplate in order to reposition it and bring it forward. There was no allegation of malfunction or defect made against the wheelchair. It was mentioned to (B)(6) that the end user claimed her hips were dislocated because of the position of the footplates, however he did not confirm that the end user's claim actually occurred. Although the claim of injury could not be confirmed, sunrise medical, out of an abundance of caution has decided to file this MDR. The end user (B)(6) did not provide a last name or address. The dealer (B)(6) contact information will be used for this report. Since there was no malfunction or defect with the wheelchair and the issue has been resolved by the dealer, an evaluation and further investigation will not be performed by sunrise medical.

Event description:
End user contacted sunrise medical and stated that her feet are pushed a lot further back under the seat of her replacement chair than they were in her original chair. She states that with her feet being pushed/positioned back and it is dislocating her hips.